Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Patient reported experiencing device migration. When she lies on her right side, the device flips over, and when she lies on her left side, it feels like it slides into her arm. Patient also described experiencing little shocks, although it is unclear whether this is related to the device or to anxiety. Migration is interfering with sleep, but no other side effects were reported. Remote interrogation of device did not show any arrhythmias or shocks. Device remains actively implanted. Should additional information be received, this file will be updated.